Event description:
It was reported to medtronic neurosurgery that a lumbar catheter had disconnected from the luerlock connector. No device or patient specific information was reported. It was also reported that there wasn't any known injury to the patient.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. The instructions for use that accompany the device instruct the user to secure the strain relief and catheter to the luerlock connector with a tight suture tie in the groove of the strain relief, using 0 silk suture. (B)(4).